Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro dissection tip's cone tip detached and fell off into the patient's leg. A small incision was made in the patient's leg and the piece was retrieved. There were no other patient effects reported. A replacement unit was used to complete the procedure. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)